Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and okay buttons were over responsive. It was reported that the keypad cover was missing/peeled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/30/2015 with the following findings: visual inspection revealed that the keypad cover was cut and torn between the contrast and ok buttons; this device failure indirectly contributed to the reported issue. Evaluation revealed that the up arrow keypad button was unresponsive and the down arrow keypad button was intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. The following findings are unrelated to the reported issue: the contrast keypad button was found to be unresponsive due to a missing contact. The display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.